Event description:
During implant procedure, the guidewire of the right atrial (ra) lead failed to advance into the ra lead. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.